Event description:
During preparation of the product, the physician noticed that there was the pinhole on distal part of the catheter. The pinhole was found during the preparation of the inflation lumen, the contrast medium leaked from the pinhole. There were no defects on the outer box and sterile pouch. The product was properly stored in our storage. The product was not used in the procedure.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.